Event description:
Pt with PICC line catheter that had been inserted at another facility. PICC line noted to have broken off with migration. Initial attempt to retrieve, 6/9/00, was unsuccessful. Catheter noted to be in the right lower lobe pulmonary artery. (Possibly a previous attempt at another facility). Required retrieval under anesthesia 6/13/00. A nitinol snare was used to grasp the catheter fragment and the fragment was withdrawn via fluoroscopic guidance with continuous cardiac monitoring. An 8 cm long segment of PICC was removed. Fluoroscopy showed no retained foregin body in the chest.